Event description:
A nurse reported that the equipment locked on the initial screen prior to a cataract procedure, and the case had to be canceled. The pt was in the surgical room and had already received peribulbar anesthesia at the time of the event. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and confirmed the problem reported. The company representative thoroughly cleaned the contacts related to the u/s (ultrasound) module. The system was then tested and met all product specifications. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause of the customer reported event was a contact issue on the u/s module. (B)(4).